Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced angina. The target lesion was located in the mid left anterior descending (mid lad) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation, resulting in 0% residual stenosis. Two stents were used for this procedure. A 3.0 x 24 mm stent was implanted. Due to a dissection, a 3.5 x 8 mm stent was also implanted. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1804 days after the index procedure, the patient had angina pectoris and was hospitalized. The patient presented to the emergency room with complaints of pressure like mid anterior chest pain radiating to the neck 8/10. Pain was associated with feeling cold and dizzy. The patient was given nitroglycerin and pain fully subsided after a couple of hours. The patient had lab work and ecgs. All were negative. The patient was seen by cardiologist. The patient was not likely having any acute coronary problems. Current home medications and aggressive control of lipid management were recommended. The patient was discharged the next day with the event resolved.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.